Event description:
It was reported that coil break occurred. The target lesion was located in the mildly tortuous and non-calcified internal iliac artery. A 10mm x 50cm interlock coil was selected for endovascular aneurysm repair (evar). However, during the procedure, it was noted that the coil broke inside the patient's body. The coil was entangled with a non-bsc microcatheter and were removed together. No patient injury was reported.